Event description:
Capsule delivery device failed in use with patient. The device broke at handle. Per endoscopist report: "initially, the capsule was not spontaneously released. The procedure was repeated with a second device with successful release into the duodenum."